Event description:
It was reported that the patient presented to the hospital for device extraction due to erosion and pocket infection. The patient is currently stable.

Manufacturer narrative:
(B)(4).